Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 6.1 mmol/l. No further details were given. The device will not be returned for analysis.

Manufacturer narrative:
Hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio or absence of alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.